Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure, phrenic nerve palsy (pnp) occurred when ablating the right inferior pulmonary vein (ripv). The case was completed with cryo. The pnp did not recover. No further patient complications have been reported as a result of this event.